Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of difficulty removing a guidewire from a microintroducer sheath is confirmed but the root cause could not be determined. One 0.018 in. Stainless steel guidewire and one 1 ml syringe was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned guidewire, and a curl was observed at the distal end of the guidewire. A functional test of attempting to slide a non-complainant microintroducer sheath over the guidewire revealed the guidewire to stop when the microintroducer reached the distal tip of the guidewire. A microscopic observation revealed both weld tips of the guidewire were present. The distal weld tip appeared misaligned with blood use residues throughout the distal tip. No other misaligned coils could be found throughout the returned guidewire. Because the returned guidewire was returned with abundant use residues, the complaint of difficulty removing a guidewire from a microintroducer sheath is confirmed due to the misalignment, but the root cause of that misalignment could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer, "on (B)(6) 2023, the department performed PICC catheterization, puncture and guide wire delivery were smooth, but when the sheath and guide wire were removed, the guide wire was difficult to withdraw, and the guide wire was abnormally bent after slow withdrawal, and after complete withdrawal, there was a crack at the front end of the sheath." No other information was provided. Additional information received on 08 october 2023: the guidewire is intact without defilament and breakage. After finding that there is a "tear at the front of the sheath", whether to replace the new vascular sheath to transport the PICC catheter; complete withdrawal, with a tear at the front end of the sheath, means that the last tube feeding operation is completed and the sheath is completely withdrawn. According to communication with the catheter nurse, the catheter nurse had completed all the operations and calmed the patient at that time, and she wanted to see what caused it, only to find this tear at the front end of the sheath, and this tear was very small. Therefore, there is no replacement of the vascular sheath tube. It is not known that the sheath has a crack when feeding the tube, so the tube is fed according to the normal operating procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "(B)(6) 2023 the department performed PICC catheterization, puncture and guide wire delivery were smooth, but when the sheath and guide wire were removed, the guide wire was difficult to withdraw, and the guide wire was abnormally bent after slow withdrawal, and after complete withdrawal, there was a crack at the front end of the sheath." No other information was provided. Additional information received 08 october 2023: the guidewire is intact without defilament and breakage. After finding that there is a "tear at the front of the sheath", whether to replace the new vascular sheath to transport the PICC catheter; complete withdrawal, with a tear at the front end of the sheath, means that the last tube feeding operation is completed and the sheath is completely withdrawn. According to communication with the catheter nurse, the catheter nurse had completed all the operations and calmed the patient at that time, and she wanted to see what caused it, only to find this tear at the front end of the sheath, and this tear was very small. Therefore, there is no replacement of the vascular sheath tube. It is not known that the sheath has a crack when feeding the tube, so the tube is fed according to the normal operating procedure.